Event description:
The user received analyzer alarms and a questionable potassium result for one patient sample. The initial result was 5.2 or 5.3 mmol/l with a data flag and was reported outside the laboratory. The user could not give a specific result. The sample was repeated on the istat analyzer and the result was 3.4 mmol/l. The physician and nurse were contacted with the corrected result. The patient was not treated based on the reported result and was not affected. The lot number of the potassium electrode was not provided. The field service representative determined there was a missing o-ring under the mixtower. He replaced all the o-rings and performed the necessary diagnostic functions. The user ran calibration and quality control with all results within the user's ranges.